Event description:
Boston scientific received information that this during a routine device check, it was noted that cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead displayed noise and pace impedance measurements of greater than 2000 ohms. The noise had been oversensed and led to inappropriate atrial tachy response (atr) episodes. Isometrics were performed which were unable to elicit any noise or any out of range impedance issues. The patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.